Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the discordant elevated troponin I result is heterophilic antibody binding. The presence of heterophilic antibodies was not, however, confirmed by independent testing for heterophilic antibody with a heterophile blocking tube. No sample was made available for confirmatory testing and the patient was not available for a redraw. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I (tni) result was obtained on a patient sample on the dimension exl. The result was reported to the physician who questioned the result. The patient was re-tested with an alternate methodology and a lower result was obtained. The exl result was considered erroneously elevated by the physician. Patient treatment was not altered or prescribed on the basis of the elevated troponin I result on the dimension exl. There was no report of adverse health consequences as a result of the elevated troponin I result.